Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 13 months post-implant, an x-ray revealed that the outflow graft bend relief had a potential disconnection and the pt will be readmitted for further evaluation.

Manufacturer narrative:
The pt remains on lvad support with the pump. The device remains implanted and in use by the pt. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.